Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-11547 and 1627487-2013-11549. It was reported the pt's scs system was explanted for an unk reason. On (B)(6) 2013, an sjm rep was made aware of the explant.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.